Event description:
It was reported that deployment issue occurred and proximal balloon marker band could not be seen under fluoroscopy. The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous external iliac artery. An 11cm 6f non bsc sheath was used. The 7x29x120 epic vascular stent was advanced to the lesion. The distal radiopaque marker band of the device was visible under fluoroscopy however, the proximal marker band cannot be seen. As a result, the stent moved forward and was not deployed accurately. Another unspecified stent was deployed and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).